Event description:
Scott medical products produces calibration gas mixtures in aerosol style cylinders (7 inches tall x 2.5 inches in diameter holding 4 liters of gas) for datex-ohmeda. The buyer from datex-ohmeda reported that the cylinder valve separated from the cylinder from a recent shipment releasing the gas. The cylinder was sitting on a storage shelf when the valve released.